Manufacturer narrative:
Date sent to FDA: 9/14/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2017 during which the surgeon noted ¿significant adhesions were encountered to the undersurface of the mesh. The adhesions were divided, with mobilization of the adhesions taking approximately 50% of the operating time. The previous mesh had retracted. It was excised from the abdominal wall fascia and completely removed.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, adhesions, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information is provided.